Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the leaflet becoming caught behind the gripper (entrapment of device) resulting in difficulty or delayed positioning associated with difficulty grasping the leaflets appears to be related to patient morphology/pathology (thickened leaflets). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the clip entanglement. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation, with an mr grade of 4+. The steerable guide catheter was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was difficult, the anterior leaflet was caught behind the gripper and could not be freed after multiple attempts. With the leaflet still caught on the gripper, the leaflets were eventually grasped in a2/p2 and the clip was implanted. An additional clip was implanted lateral, further reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.